Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon would not retract through the sheath after the first inflation in the central vein. The balloon catheter and sheath were removed together as a single unit without incident. There was no reported patient injury.